Event description:
A customer reported a minicap in which the sponge was found outside of the cap. There was no patient involvement as the cap was not used.

Manufacturer narrative:
(B)(4). This complaint for a report of a misassembled minicap was not confirmed. The sample was unavailable, therefore, no evaluation could be performed and no root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.